Event description:
It was reported to boston scientific corp on (B)(6), 2009 upon unpacking the device, when the syringe was filled with medium the gauge read 3 psi instead of 0. There was no visible damage to the packaging or device. No pt on the table during the event.

Manufacturer narrative:
(B)(4) - (gauge - inaccurate reading). Although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).